Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, an 8f amplatzer torqvue delivery system was chosen for a procedure. During device preparation, specifically during the exhaust process, it was observed that the delivery system had split open and was unable to expel air. It was further clarified that the delivery system did not come into contact with the patient, and the occluder also did not come into contact with the patient. Due to significant leakage discovered during the exhaust process, a new 8f amplatzer torqvue delivery system was used as a replacement device was used to complete the procedure. The patient has now recovered.

Manufacturer narrative:
An event of a fluid leak was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause for the reported fluid leak could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: medical device problem code: 4008.

Event description:
It was reported that on (B)(6) 2026, an 8f amplatzer torqvue delivery system was chosen for a procedure. After opening the package, the delivery system was inspected, and the device was prepared according to the instructions for use (IFU). During device preparation, specifically during the exhaust process (performed prior to any patient contact), it was observed that the delivery system was unable to expel air due to leakage. Following confirmation with the customer, the issue was clarified as leakage originating from the three-way valve. It was further reported that the leakage occurred during the exhaust process and involved physiological saline, with leaking from the three-way valve during this step. The delivery system did not come into contact with the patient, and the occluder also did not come into contact with the patient. The procedure was completed using a new 8f amplatzer torqvue delivery system. The patient has since recovered.